Manufacturer narrative:
Evaluation summary: delivery system was returned with attachment to a non-medtronic indeflator. The stent was not present on the balloon but did return for analysis. Deformation was visible along the stent, with bunching, stretching and overlapping occurring. Crimp impressions were visible on the exposed balloon surface. Balloon was returned partially inflated; therefore, the balloon folds were partially expanded. No deformation was evident to the distal tip. Inner lumen patency was verified. Image review: review of the procedural images confirmed the restenosis in the previously deployed stent in the lad and the severe angle at the ostium of the lcx. A reduction in the blood flow in the lad is evident due to instent restenosis; this is subsequently improved posted ballooning of the stent. The resolute onyx stent is visible on the guidewire at the ostium of the lcx. The dislodgement of the stent from the delivery system balloon is not captured. The dislodged stent is visible in the vessel post removal of the delivery system. The stent is successfully retrieved by the snare device. (B)(4).

Event description:
The physician used a resolute onyx drug eluting stent to treat a mildly tortuous, non-calcified lesion with 67% stenosis between the left main and the circumflex arteries, at the ostium and proximal location. There were abnormalities reported in relation to anatomy- the ostium of lcx was at 90 degree angle from the left main. There was no damage noted to packaging and no issues noted when removing the device from the hoop. The device was inspected with no issues and negative prep was performed with no issues. The lesion was pre-dilated and the device passed through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. The patient had a prior in stent restenosis (isr) of a non mdt stent in the lad, and an ostial discrete lcx lesion. The isr stent was treated with a non-mdt deb and then a non-mdt poba. A self expandable non mdt stent was used to stent the left main and over lap the lad isr stent. A wire was crossed through the left main into the lcx and a 2.0x15mm poba device was used. It is reported that the resolute onyx drug eluting stent was then used to go into the lcx but got stuck halfway into the ostial lcx and then dislodged near the left main when it was being removed. The inflation device remained on neutral pressure during delivery of the onyx. The dislodged onyx was intended to cross the left main in to the lcx. The wire position was lost in lcx and was re-wired to introduce the snare (ev3 goose). The dislodged onyx stent was hanging out of the left main into the aorta and was snared from its distal side. A new nc balloon (3.0x15mm) was used to open the recently implanted non mdt stent's side access. An additional non-mdt stent (4.0x15mm) was introduced into the ostial lcx and stenting was completed. No patient injury was reported.